Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a calibration fault. The device was recalibrated to address this issue. Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable.(B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages. There was no patient injury reported as a result of this incident.